Manufacturer narrative:
The root cause of the delivery issue was unable to be determined because no product was returned for evaluation and no data logs, insufficient clinical information was provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the physician was unable to load the impella cp device onto 0.018 wire, easy wire guide out. In emergent situation, physician opened a new impella cp. The initial impella cp device was never connected to the automated impella controller (aic). No harm was done to the patient.